Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.this report is filed november 29, 2013. Device not yet received by manufacturer.

Manufacturer narrative:
The patient was reimplanted with a new device on october 31, 2013. This report is filed april 16, 2014.